Event description:
A revision surgery due to foreign body reaction was reported.

Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. The user facility reported that the complaint item was discarded during the surgery and therefore, not available for review by the manufacturer. Without a known lot number, review of the manufacturing records cannot be performed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.